Manufacturer narrative:
No consequences or impact to patient.deploy, failure to.the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Clip was deployed in the sheath. No visible residue. Device was inspected when received. One device was returned for evaluation. Upon investigation, it was noticed that the clip assembly was deployed and located inside the over sheath approximately 0.25" from the distal end. The bushing was located inside the over sheath approximately 13.0" the distal end. The yoke was loose and inside the over sheath a kink was also noticed in the coil near the handle. Investigation of the clip assembly showed that the clips were locked into the capsule. The tension breaker was also present and deformed. The control wire ball was also separated per design. Since this return was available, a measurement was taken to determine what the distance was from the proximal end of the bushing to the leading edge of the busing clip. The measurement was 0.0161" which met the expected tolerance.as evident by the kink in the coil, the end-user may have exceeded the design limits of the device during use based on the direction for use (dfu) "precaution (s) prior to use" statements.in a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it.in a difficult scope position, it may be necessary to straighten the endoscope to expose the clip from the over-sheath, then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it.the end-user may not have followed the following dfu procedure statement:do not attempt to reopen the clip once the initial tactile resistance point has been passed and/or the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device. The end-user may have tried to open the clips while the clip assembly was still located inside the over sheath.

Event description:
It was reported to boston scientific corporation in 2006 that a resolution clip device was used during a procedure (male patient). According to the complainant, during the procedure, the physician tried to open the clip with moving the handle back and forth, but the clip was early detached holding on to the wire. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory and good".